Event description:
The nurse reported that during the diathermy portion of the case, the system froze up and shut down. The pt had an incision made and waited on the table. The staff could not reboot the system and the surgeon closed the wound without proceeding in the case. The case was rescheduled for later in the week. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and found the footswitch contributed to the reported event. The company service rep replaced the footswitch. The system was then tested and met all product specifications. There were no additional complaints for the reported serial #. There were no additional service requests related to the reported event. The returned footswitch was tested and a system message displayed. The footswitch cable was then replaced and the footswitch was retested. The reported issue was no longer present. Further testing of the footswitch cable determined that lines 3, 4, 5, and 13 were open. The reported issue was replicated and the root cause was determined to be a non-conforming cable.